Manufacturer narrative:
The reason for reoperation was reported to be due to deflation and "ripples". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a deflation and "ripples" on an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional confirmed a left side deflation.